Event description:
It was reported that the device turned itself off and caused no patient harm. The device was not affected by the field action. The device was not returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.